Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced intermittent episodes of diabetic ketoacidosis, but did not require intervention or hospitalization to resolve the issue. No additional event information provided. Event date is approximated.